Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 43-year-old female patient who had essure (batch no. 43301) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo test." The patient's concurrent conditions included uterine bleeding and uterine fibroid (fibroids noted in the lower uterine segment on the right). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 4 months 20 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder") and was found to have neoplasm ("tumor"). The patient was treated with surgery (salpingectomy(bilateral) oophorectomy(bilateral) ,hysterectomy(full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the bladder disorder, urinary tract disorder, migraine, headache, fatigue and neoplasm outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, neoplasm, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for dates of removal: 43301-as reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: date of implant and removal of essure updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 43-year-old female patient who had essure (batch no. 43301) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo test". The patient's concurrent conditions included uterine bleeding and uterine fibroid (fibroids noted in the lower uterine segment on the right). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 5 months 27 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder") and was found to have neoplasm ("tumor"). The patient was treated with surgery (salpingectomy(bilateral) oophorectomy(bilateral) ,hysterectomy(full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia and vaginal haemorrhage had resolved and the bladder disorder, urinary tract disorder, migraine, headache, fatigue and neoplasm outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, neoplasm, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for dates of removal: 43301-as reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received:event vaginal bleeding added.event outcome and onset date added.concurrent condition added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 43301) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue") and was found to have neoplasm ("tumor"). The patient was treated with surgery (salpingectomy(bilateral) oophorectomy(bilateral) ,hysterectomy(full)). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and menorrhagia had resolved and the bladder disorder, urinary tract disorder, migraine, headache, fatigue and neoplasm outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, neoplasm, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted for dates of removal: (B)(4)-as reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received:event injury nos deleted and events dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, bladder problems, urinary tract disorder, migraines, headaches, fatigue, tumor, did not undergo test were added. Case became incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.